Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) ECG was not registering and not showing on display. There was no patient harm reported.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) had evaluated the unit but couldn't able to duplicate any failure with the iabp and/or the ECG trunk cable and leadwires. All ECG gain checks passed with a patient simulator. All system trainer waveform verification checks passed. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use.